Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; blood observed in the outer tubing overlay and in/on the helix mechanism; outer tubing overlay found breached cut, connector pin found bend, and helix found bent; lead damaged at implant; full lead analyzed.

Event description:
It was reported that during the implant procedure it was necessary to shock the patient with an external defibrillator. Afterwards the impedance of the high voltage coils were high (>200 ohm). The doctor disconnected and reconnected the leads and noted low sensitivity. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.